Event description:
The customer reported that the device did not have an audible tone. Troubleshooting was performed. The audible tone could not be heard.

Manufacturer narrative:
Device was received with no audible tone due to broken transducer negative wire.